Event description:
It was reported that the weld was broken where the seat attaches to the rollator.

Manufacturer narrative:
The manufacturer received a volunatry medwatch report number (B)(4) on (B)(6) 2014, regarding this incident.